Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 27-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, access was obtained via the left f emoral artery using a 14fr non-medtronic introducer sheath. The valve and delivery catheter system (dcs) were inserted into the patient over a non-medtronic guidewire. During dcs advancement, nosecone did not cross the aortic valve. The dcs was withdrawn and a pre-implant balloon aortic valvuloplasty with a 18mm non-medtronic balloon was performed. Subsequently, the dcs was reinserted with flush ports at 3 o'clock and it was able to cross the aortic valve and position valve in cusp overlap projection. The valve was deployed under fast pacing, but valve dislodged into ascending aorta and was recaptured. The dcs was re-advanced and the valve was implanted under fast pacing at 160 beats per minute with a final position of 6 mm non-coronary cusp and 11 mm left coronary cusp. In the echocardiogram assessment right after valve deployment, a type a dissection of the ascending aorta, arch and descending aorta, was noted in addition to trace paravalvular leak (pvl) and a mild pericardial effusion that did not need any treatment. In the retrospective view, it was noted that the type a dissection first appeared following the valve dislodgement. The following day, no pericardial effusion was seen on echocardiogram. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h11 corrected to include the investigation conclusion conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Cardiovascular injuries, such as effusion, are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Without angiographic evidence for review and with the limited information available, a conclusive cause could not be determined. The reported event indicates that during delivery catheter system (dcs) advancement, the nosecone did not cross the aortic valve. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted in the image review that the patient had aortic valve calcification in the non-coronary cusp (ncc) and right coronary cusp (rcc), and calcification under the ncc extending into the left ventricular outflow tract (lvot). This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The dcs was withdrawn and a pre-implant balloon dilatation was performed. Subsequently, the dcs was reinserted and was able to cross the aortic valve. It was reported that, during deployment under fast pacing, the valve dislodged into ascending aorta. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that, in the echocardiogram assessment right after valve deployment, a type a dissection of the ascending aorta arch and descending aorta was noted. Vascular complications, such as dissection, are a known potential adverse patient effect per the evolut fx system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, it was reported that the valve and dcs contributed to the aortic dissection. Per the physician, the cause of the dissection was most likely due to the complete recapture of the valve. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve and dcs contributed to the aortic dissection. Per the physician, the cause of the dissection was most likely due to the complete recapture of the valve. It was further reported that treatment was not provided. The patient was being closely monitored. 5 days following implant of the valve, the patient was discharged and was vitally and hemodynamically stable. A post-operative magnetic resonance imaging (MRI) and computed tomography (CT) scan were performed that revealed the type a dissection and showed that the outflow of the valve covered the origin of the dissection in the ascending aorta. The greater vessels were well supplied by the true lumen. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: computed tomography (CT) imaging report was provided for evaluation. CT image quality on the provided report appeared to have noise artifact/blurry imaging. The annulus perimeter and perimeter derived diameter was 70.7 mm and 22.5 mm suggesting a size 26 mm evolut valve, per sizing matrix. Aortic valve calcification was visible within the non-coronary cusp (ncc) and right coronary cusp (rcc). Calcification under ncc appeared to extend into left ventricular outflow tract (lvot). Aortic root angulation was 63°. Limited transesophageal echocardiogram (tee) imaging was provided from 6/12/2024. Left atrium appeared dilated. Mild mitral regurgitation was noted. Trace paravalvular leak (pvl) was seen. Dissection was noted in the ascending aorta. Limited transthoracic echocardiogram (tte) with three images provided from 6/12/2024. Suboptimal quality scan. No pericardial effusion was noted. Intra procedural fluoroscopic images and two static images were provided for review. Images of the fluoroscopic valve load inspection were provided, which confirmed a good load. The images provided do not show the difficulty of the delivery catheter system crossing the aortic valve and there was no evidence that a pre balloon valvuloplasty (bav) was performed prior to the valve implant. There was no evidence of an aortic dissection during the initial aortogram, nor during the first partial deployment attempt. An aortic dissection above the sinotubular junction (stj) was evident during the subsequent deployment attempt. It was reported that during the first deployment attempt the valve moved aortic; however, the movement was not captured for review. Depth of the valve prior to final release was approximately 8mm on the ncc and 11mm on the left coronary cusp (lcc). Of note, per the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. The final aortogram confirmed the dissection extended throughout the aorta. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h2. "Correction" was inadvertently not checked on previous supplemental medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.